Event description:
The manufacturer service technician reported that the blade retainer was missing from the device while it was being serviced at the user facility. There were no adverse consequences related to this event.